Event description:
A malfunction was reported on a pump, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer did not initially have the pump available but was instructed to perform a reset once possible and transitioned to using manual injections while at school. Later, the customer successfully reset the pump and resumed normal insulin use, requiring no further action unless the malfunction occurs again.